Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited inconsistent capture at maximum output and loss of pacing output occurring regularly. The ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.